Event description:
Target was informed that during the procedure a guidewire fractured and was left in the patient. No other info was available on this complaint. The patient was not affected from this occurrence.

Manufacturer narrative:
Date of procedure: 7/11/1997. The product was returned wrapped around itself in a plastic bag together with its pouch. According to the info supplied to target on this complaint the guidewire was used with another companies catheter. Per labeling instructions: "target terapeutics steerable guidewires are intended to assist delivery of tracker and fastracker infusion catheters to selected vascular sites (see table 2 for specific indications). Compatibility with catheters other than target therapeutics' catheter has not been established." Pet table 2, the fasdasher-14 guidewire is indicated for use in the peripheral, neuro and coronary vasculature. During the investigation it was confirmed that a segment approximately 12 cm long of the guidewire's distal end was missing, it broke with a circumferential fracture 183.3 cm distal to the proximal end. The guidewire was slightly bent 1.0 cm proximal to the fracture site. The covering appeared stretched and twisted at the fracture site. From bench testing, it is known that a guidewire may break if over torqued. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without co's independent verification as to its accuracy, completeness, or causal relationship to the product.